Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus') and device breakage ('breakage/expulsion: breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy : rash/skin condition"), systemic scleroderma ("autoimmune diagnosed : systemic sclerosis"), bladder disorder ("bladder/urinary problems : bladder problems"), urinary tract disorder ("bladder/urinary problems : urinary problems"), alopecia ("other injuries/symptoms : hair loss"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, menorrhagia, hypersensitivity, systemic scleroderma, bladder disorder, urinary tract disorder, alopecia, rash and skin disorder outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, systemic scleroderma, urinary tract disorder and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding),allergy : rash/skin condition, breakage/expulsion: breakage, autoimmune diagnosed : systemic sclerosis, perforation : uterus, bladder/urinary problems : bladder problems, urinary problems, other injuries/symptoms : hair loss were added. Plaintiffs information and lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus') and device breakage ('breakage/expulsion: breakage/essure fragment in place') in an adult female patient who had essure (ess205) (batch no. 509018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst and pelvic adhesions. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash/skin condition"), systemic scleroderma ("autoimmune diagnosed : systemic sclerosis"), bladder disorder ("bladder/urinary problems : bladder problems"), urinary tract disorder ("bladder/urinary problems : urinary problems"), alopecia ("other injuries/symptoms : hair loss"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). The patient was treated with surgery (laparoscope-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the uterine perforation, device breakage, menorrhagia, dermatitis allergic, systemic scleroderma, bladder disorder, urinary tract disorder, alopecia, rash and skin disorder outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, skin disorder, systemic scleroderma, urinary tract disorder and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2007: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Lot number: 509018 manufacturing date: 2005-11 expiration date: 2007-10 quality-safety evaluation of ptc: unable to confirm complaint/ most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus') and device breakage ('breakage/expulsion: breakage/essure fragment in place') in an adult female patient who had essure (ess205) (batch no. 509018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst and pelvic adhesions. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash/skin condition"), systemic scleroderma ("autoimmune diagnosed : systemic sclerosis"), bladder disorder ("bladder/urinary problems : bladder problems"), urinary tract disorder ("bladder/urinary problems : urinary problems"), alopecia ("other injuries/symptoms : hair loss"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). The patient was treated with surgery (laparoscope-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, menorrhagia, dermatitis allergic, systemic scleroderma, bladder disorder, urinary tract disorder, alopecia, rash and skin disorder outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, skin disorder, systemic scleroderma, urinary tract disorder and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received- lot number were added. New reporter, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus') and device breakage ('breakage/expulsion: breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), systemic scleroderma ("autoimmune diagnosed: systemic sclerosis"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems : urinary problems"), alopecia ("other injuries/symptoms: hair loss"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, menorrhagia, dermatitis allergic, systemic scleroderma, bladder disorder, urinary tract disorder, alopecia, rash and skin disorder outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, rash, skin disorder, systemic scleroderma, urinary tract disorder and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.